Event description:
Philips received a complaint by the customer on the v60 indicating that after power management (pm) printed circuit board assembly (pcba) replacement for a field change order (fco), the unit will not power on when connected to alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.